Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump has burn marks. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection confirmed the reported condition as the rear case and the processor printed circuit board (pcb) were found to have burn damage. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The processor pcb had failed as a result of the burn damage. The processor pcb and the rear case were replaced. Should additional relevant information become available, a supplemental report will be submitted.